Event description:
It was reported that during device changeout for normal eri, interrogation revealed noise leading to an aborted shock. It is believed that the patient had received an external shock from an outside source, causing the noise. Lead remains implanted and patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.